Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant exchange from textured to smooth due to the patients concerns with the product and a capsular contracture on an unknown side(s), baker grade(s) unknown".

Event description:
Healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product and a capsular contracture on an unknown side(s), baker grade(s) unknown". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5.

Event description:
Healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product and a capsular contracture on an unknown side(s), baker grade(s) unknown". Later healthcare professional reported "textured". Later healthcare professional reported "patient did not end up having a capsule contracture". This record is for the left side. Device was explanted and replaced. Device is available for return.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "implant exchange from textured to smooth due to the patients concerns with the product and a capsular contracture on an unknown side(s), baker grade(s) unknown". Later healthcare professional reported "textured". Later healthcare professional reported "patient did not end up having a capsule contracture". This record is for the left side. Device was explanted and replaced. Un-reporting record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.